Event description:
It was reported, the patient had a loss of therapeutic effect. It was stated, the patient was having issues with their therapy starting the day prior to report. It was noted, the patient had problems twice the day of report regarding urgency and they were ¿leaking really bad¿ the day of report. It was reported the patient wanted to increase stimulation.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v711743, implanted: 2011 (B)(6); product type lead. (B)(4).